Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room for an issue unrelated to the device. During visit, transcripts were reviewed and atrial lead noise was observed. Device interrogation did not show atrial lead noise and all measurements were stable. Programming changes were made to resolve any noise issues. Patient was stable throughout event.